Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the ones recommended for the implant installation. In telephone contact, the dentist informed that he did not have information about lot number of the product.

Event description:
(B)(4) - the dentist reported that 1 month after dental implant was installed its non-osseointegration was observed. The 45ncm of primary stability was achieved and the patient presented bone type IV. In addition, the dentist reported that biomechanical overload occurred.